Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported form this lot. Based on the available information, the single leaflet device attachment (slda) appears to be due to the patient condition/circumstances when the patient inadvertently fell. The reported mitral regurgitation (mr), fatigue, and dyspnea are cascading effects of the slda. The reported patient effects of mr, fatigue, and dyspnea, as listed in the mitraclip gen 4 system instructions for use (IFU) are known possible complications associated with mitraclip procedures. The reported hospitalization and additional therapy/non-surgical treatment are the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, prolonged hospitalization, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted posterior prolapse. On (B)(6) 2020, one clip was successfully implanted, reducing mr to 1. Then approximately 6 weeks later, the patient¿s chest hit a table due to inadvertently falling. Then the patient started experiencing dyspnea and fatigue. The impact from the fall caused the clip to become detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. On (B)(6) 2020 the patient was re-admitted to undergo a second mitraclip procedure for additional treatment. One additional clip was implanted, reducing mr to 1. No additional information was provided.